Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the potassium (k+) value was climbing unexplainably on the blood parameter monitor (bpm). The device was not changed out, as they continued without this parameter. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 21-jul-2016: the perfusionist (ccp) has noticed a few issues with this monitor. One issue is that blood flow (q) was not being displayed on this bpm unit. According to the ccp, this has occured for a few weeks. They use sorin s5 heart lung machines (hlm) at the hospital. Manufacture clinical services (cs) explained to the ccp, that flow (q) data comes from the hlm and a cable needs to be connected to the hlm and the bpm. Cs also mentioned to the ccp that the bpm unit needs to be programmed (set-up) to accept flow information from the hlm. The ccp stated these hlm's are relatively new and he is not sure if the bpm set-up is correct. The ccp was going to check-out cabling and system set-up to determine if that is the cause of lack of q data. Lack of venous oxygen saturation (svo2) data is also reported and svo2 is a calculation and q (blood flow) is one of the required data points to do the calculation. Once q is available, svo2 calculation can be done. The ccp has also observed k+ drift on some occasion (this complaint). He reviewed their normal practice and it includes the following: shunt sensor calibrated with 540 calibrator; base prime solution is 1500 milliliter (ml) plasmalyte with addition of 50 milliequivalent (meq) sodium bicarbonate (nahco3); prime is warmed to 37 degrees celsius; during prime, the oxygenator is ventilated and some carbon dioxide (co2) is blown off; sensor is added to the circuit about 20-30 minutes prior to cpb; monitor in standby prior to cpb; after cannulation, about 1000 ml of prime solution removed via retrograde autologous prime (rap); as cpb initiated, the bpm unit is placed in operate; in-vivo performed about 5 minutes after first cardioplegia (cpg) dose. In a recent case, the ccp observed that after the first in-vivo, the bpm unit's k+ value steadily rose, even though no k+ was administered to the patient or circuit. Subsequent in-vivo calibrations were done every 30 minutes and after the bpm was adjusted, the k+ would drift again almost immediately and at times was > 2.0 millimoles per liter (mmol/l) higher than laboratory analyzed values. The ccp stated the bpm k+ value was not able to be trusted for the remainder of the procedure. The case was completed successfully, without delay and without associated blood loss. Nothing was changed out. There was no harm observed. Ccp stated it was very obvious the k+ measures of the bpm were not accurate from the early stages of cpb.

Manufacturer narrative:
The reported complaint was not verifiable. Per the sales representative, no product will be returned to the manufacture. The customer stated that they resolved the issue after following the instructions given by the manufacturer's clinical specialist. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.